Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: post angiogram showed footplate malposition. Site ballooned with 9 x 40 balloon for 2 minutes. Final angiogram showed good flow. Additional information: right common femoral artery was used for access. There were multiple attempts to gain access. There was no calcification or tortuosity. Actual clotting time (act) was 248 prior to closure. Hemostasis was immediate post deployment and patient was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and revealed the radiopaque marker located at a branch vessel with interruption of flow. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a higher positioned access after multiple attempts. Arteriotomy was 9.0mm, with a depth measurement of 6.5cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment hemostasis was immediate. A post deployment angiogram revealed a malpositioned manta anchor. Balloon inflation was applied for two minutes, and a follow up angiogram indicated good flow was restored. The root cause of the malpositioned anchor blocking flow requiring balloon inflation is possibly due to the high positioned access potentially causing the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements as indicated in the IFU lists arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. The severity of harm is ranked as a 4 due to ballooning was applied to treat the occlusion, which covers this incident.